Event description:
It was reported the patient experienced no stimulation sensation on the left side and a shocking sensation. Impedance readings were >10,000 ohms on the last 5 electrodes and combinations of electrode 15. X-rays showed that the lead in 8-15 was completely pulled out of the socket and there was possible fluid in the ports/sockets. The patient was scheduled for revision/replacement surgery in 2009. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.